Manufacturer narrative:
The manufacturer's technical service person confirmed the reported problem and recommended the customer replace the white cables connecting the mmi to the touch frame. The customer's biomed replaced the touch frame and man-machine interface (mmi) pcba without resolving the touchscreen problem. Customer reported that by replacing the cables the problem was resolved. He stated that the case can be closed.

Event description:
The customer reported that the top of the touch frame was not working. There was no patient involvement.